Event description:
As reported, the patient had a right rtsa on an unknown date. The patient underwent a revision and was converted to an exactech hemi; reason unknown. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: pending investigation.